Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose. The customer treated the high blood glucose with manual injections and a bolus. The customer's blood glucose was 318 mg/dl. The customer had also begun hearing a noise of a grinding gear from the insulin pump. The customer had not heard the grinding noise recently however. The customer's mother mentioned that the last three times that she removed the reservoir, the connector tube chipped off. While troubleshooting, the customer stated there was a big air bubble in the reservoir. The customer was able to exit the air bubble and out of the tubing. The customer confirmed that he would monitor the insulin pump and his blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.